Event description:
It was reported that the external pulse generator had a broken ventricular connector lock broken and the connector was easily pulled out. It was further noted that the belt clip was broken. The generator was returned for service. It was indicated that there were no patient complications.

Event description:
It was reported that the external pulse generator had a broken ventricular connector lock broken and the connector was easily pulled out. It was further noted that the belt clip was broken. The generator was returned for service. It was indicated that there were no patient complications.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event. It was noted that the upper and lower cases were broken and contaminated, the battery release was contaminated, both bail covers were broken, the lead flex cover was contaminated, the battery contacts were compressed, the ring was bent, the battery drawer was broken and contaminated, the keyboard was scratched and the battery flex was corroded.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.